Event description:
The customer reported non-reproducible, false positive troponin I (accutni) result, for one patient, involving access 2 immunoassay system. The customer stated the initial result was approximately 1 ng/ml and upon retest the result was greater than 0.04 ng/ml but less than 0.5 ng/ml. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer has a standard protocol to verify unexpected results prior to releasing reports out of the laboratory.